Event description:
It was reported that a high out-of-range high voltage lead impedance was noted on the right ventricular (rv) lead. No intervention was performed, and no patient symptoms were reported.